Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recz1423 showed two other similar product complaint(s) from this lot number.

Event description:
It was reported by staff that the dressing wet after flushing line. Line described as ¿broken under the winged bit¿. PICC was removed intact. Line inserted (B)(6) 2019, l brachial vein site, mark at skin 12cm, 10cm to hub, securacath device used to anchor. Line used for chemotherapy, antibiotics and IV fluids administration. Blood sampling also taken from line.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history, applicable previous investigation(s), labeling, applicable manufacturing records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak was confirmed and appears to be related to the use of the device. One 5 fr dl powerpicc solo catheter was returned for investigation. Evidence of use was present throughout the device and the print markings on the winged hub were observed to be worn. The sample was flushed with water using a 12 ml syringe and a leak was observed in the catheter near the distal end of the winged hub. Microscopic observation revealed a circumferential split. Material wrinkling was observed along the split edges on the catheter surface. Evidence of preferential kinking was observed. The split surface appeared to be granular with one side of the split containing additional surface material from the opposing side of the split. The characteristics of the split are consistent with damage caused by repeated kinking of the catheter leading to material fatigue. The event description indicates the device was in use for over 30 days. The catheter was cut near the split location in order to measure the wall thickness. The wall thickness was found to be within specification. Since a split was observed on the returned sample, the complaint is confirmed. A lot history review (lhr) of recz1423 showed two other similar product complaint(s) from this lot number.

Event description:
It was reported by staff that the dressing wet after flushing line. Line described as ¿broken under the winged bit¿. PICC was removed intact. Line inserted (B)(6) 2019, l brachial vein site, mark at skin 12cm, 10cm to hub, securacath device used to anchor. Line used for chemotherapy, antibiotics and IV fluids administration. Blood sampling also taken from line.